Event description:
An infusion pump failed during patient use. The pump was infusing dopamine, levophed, and diprovan at unspecified rates when the pump alarmed and "failed." According to the risk manager, "no patient harm occurred."